Manufacturer narrative:
On 25-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. During a idvt (idiopathic deep vein thrombosis) ablation procedure for with a qdot catheter, the patient experienced av (atrioventricular) block treated with temporary pacemaker. The patient was in recovery at the hospital. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device number 31623736l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was the procedure. The outcome of the adverse event was fully recovered (no residual effects). The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or ultrasound imaging), or with the carto¿ 3 navigation system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a idvt (idiopathic deep vein thrombosis) ablation procedure for with a qdot catheter, the patient experienced av (atrioventricular) block treated with temporary pacemaker. The patient was in recovery at the hospital. It was reported that during ablation with qdot catheter, the patient went into av block, and the a and v were dissociated. The procedure was aborted. The event was discovered through pr and hv intracardial signal prolongation. The only atrial signal was on the 12 leads. The medical team confirmed this by looking at signals and confirming the position of his and measuring the pr and hv intervals. A temporary pacemaker was given to the patient, and they were in recovery at the hospital. The qdot micro catheter, soundstar crystal catheter, and vizigo sheath were the only bwi products used. The information received indicated that the physician¿s opinion on the cause of this adverse event was the procedure. The outcome of the adverse event was fully recovered (no residual effects). No relevant tests/laboratory data or other relevant history/preexisting condition noted.